Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a MRI guided breast biopsy procedure, the needle did not set in the holster and tissue samples were not obtained. Another device was used to complete the case with no patient consequence.